Event description:
It was reported that an audible alarm was ringing with no alarm on the display of the home choice (hc). The event occurred during use on the hc. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported issue. The device was initially received inoperable due to a faulty digital board. Upon replacing the digital printed circuit board (pcb), the device passed all subsequent testing. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. An internal inspection was performed and no issues were noted. A short simulated therapy and calibration testing was performed with no issues noted. The customer reported ¿beeps without alarm¿ was verified in the evaluation as a display issue. The cause of the display issue was determined to be due to a faulty digital pcb. The digital board was scrapped and the device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.